Event description:
It was reported that the right ventricular (rv) lead had non capture at maximum outputs and sensing is low. Chest x-ray was done and the rv lead appears to be pulled back in the atrium. The rv lead was turned off and the physician will discuss lead repositioning/replacement with the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688, lead, (B)(6) 2014; d314trm, ICD, (B)(6) 2014. (B)(4).